Event description:
Livanova received a report that microbubbles were identified in the line of the 31 fr protekduo while ambulating a patient. The customer reported that the cannula, which was in a subclavian insertion, kinked during ambulation due to the weight of the blood and pump hanging from the device. Tegaderm was placed over the kinked section of the cannula and the surgery team was called to replace it. The surgery team assessed that the microbubbles were caused by cavitation due to the kink. There was no impact to flow caused by this event. Upon return of the device to livanova, it was discovered through the investigation completed on (B)(6) 2022 that the assessment made by the customer that cavitation caused the microbubbles was incorrect, and in fact there was a crack in the cannula wall which lead to the formation of bubbles. This discovery changes the reportability of this event, and it is now being reported in response to this investigation result.

Manufacturer narrative:
Serial number was not provided, so the expiration date and UDI could not be determined. The complaint was submitted on june 30, 2022. However, the original reportability assessment based on the event description was that it was non-reportable, as microbubbles caused by cavitation on the venous circuit do not present a risk to the patient. However, the investigation completed on august 4, 2022 revealed that the bubbles were caused by a crack, which changes the reportability decision. As such, august 4 is being set as the alert date for this report. Livanova manufactures the 31 fr protekduo cannula. The event occurred in (B)(6). There was no patient injury as a result of this event. The complained cannula was returned to livanova for investigation. Upon visual inspection, a kink at the y-connector base was identified, which was covered by a small piece tergaderm. An air leak test was performed which revealed a leak in the proximal cannula body at the kink location. As this breach is on the negative pressure side of the circuit during right heart support, it is most likely that microbubbles of air were introduced through the hole but were only visually observed by users when they collected in a low-flow area of circuit tubing. Cavitation is unlikely as a cause of microbubble formation in this case because of the low pump speed and average flow reported, as well as the reported lack of low flow alarms which would suggest high negative pressures in the circuit. On august 24, 2022, a livanova medical expert reviewed the case and noted a possible root cause for the kink and subsequent crack to be due to the specific setup used by the customer. The subclavian insertion approach is an off-label use of the device, and the cannula appears to not have been properly supported during ambulation to avoid kinking. The kinking resulting from the ambulation may have led to the crack formation. The serial number was not provided, so the exact DHR could not be identified. However, sales records for the complaint originating site (saint luke's university hospital - kansas city) were reviewed to determine lot information for all 31 fr protekduo cannula sent to the site in the year leading up to the complaint event. Potential product lot dhrs were reviewed and no deviations or non-conformities relevant to the reported event were identified. Based on the above assessment, it cannot be ruled out that the method of cannula insertion and lack of support for the cannula led to continuous stress at the kinked region leading to the eventual formation of the crack. No further investigation is required at this time, and no specific corrective actions have been deemed necessary. If any additional information relevant to the reported event is received, it will be provided in a supplemental report.